Event description:
Boston scientific received information that the patient with this device received inappropriate shock therapy for atrial fibrillation with a rapid ventricular response. The patient fell down and sustained a broken right arm. A boston scientific technical services representative discussed trouble-shooting options with the local field representative. There were no additional adverse patient effects. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.